Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the 'up' keypad button that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation completed 09/01/2012: investigation found the keypad to be intact and the contrast key to be intermittently responsive. The keypad was removed and contamination was found under the contrast and up key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.